Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the tubing on an opt314 optiflow junior nasal cannula was displaced from the interface after four - five days of use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint opt314 optiflow junior nasal cannula was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that the right tube was detached from the cannula. Evidence of adhesive was noted on the external surface of the detached tube and the internal surface of the cannula. No damage was observed on the right and left tubes. A lot check revealed no other complaints of this nature for lot number 130524. Conclusion: based on the inspection, the right tube of the returned opt314 cannula was most likely pulled with excessive force. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. All optiflow junior nasal cannulas are 100% leak and occlusion tested at the production line to ensure that the product is safe for use. In addition, a sample is taken each hour and pull tested to ensure that the glue joints at the flexitubes and cannula exceed the peak load of 10n. Any cannula that fails is discarded and the whole batch is placed on hold for investigation. The hospital reported that the cannula was used for four to five days without any issues indicating that the returned cannula was damaged after it was released for distribution. The user instructions (ui) illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. It also states the following: "do not stretch or crush tube." "Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate patient monitoring must be used at all times."